Event description:
I have worn the philips extended holter monitor two other times and had no problem removing it or wearing it for two weeks. This time I had to remove it after 5 days for a medical test. It took half an hour and damaged my skin with small red dots. I replaced it and 9 days later could not remove it. After struggling for an hour using warm towels and soap as recommended by the manufacturer I finally managed to remove the device. It came off leaving blood blisters and damaged skin. Part of the adhesive is still on my skin. I now have to find a doctor who will see me today. I called them and was told that they have not changed the adhesive formula. Reference report: mw5119784.